Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that following medical center mailing out letters involving a recall, a patient came in to have her ion levels checked and complaining of pain in her right hip. High ion levels were discovered, and a subsequent MRI discovered the presence of pseudo tumors. Surgeon performed a revision surgery to revise the v40 head.

Manufacturer narrative:
An event regarding revision due to pain and abnormal ion levels involving an accolade stem was reported. The event was not confirmed. The device was not returned however images of the explanted device were provided. There was blood stains noted on the stem and also found biological material left on the stem. There was black material on the trunnion of the stem. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. X- ray showed a perfectly good hip, pictures of explants showed dark material on the metal head, need opreative reports, dated serial x- rays, progress notes and clinical/past medical history and examination of explanted components. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. It was reported that patient was complaining of pain and high ion levels were discovered. The event of abnormal ion levels has not confirmed as per provided medical records that were submitted to consulting clinician who deemed it insufficient for a medical review. X- ray showed a perfectly good hip, pictures of explants showed dark material on the metal head, need operative reports, dated serial x- rays, progress notes and clinical/past medical history and examination of explanted components are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that following medical center mailing out letters involving a recall, a patient came in to have her ion levels checked and complaining of pain in her right hip. High ion levels were discovered, and a subsequent MRI discovered the presence of pseudo tumors. Surgeon performed a revision surgery to revise the v40 head.